Manufacturer narrative:
Medwatch form mw5060780 was received. (B)(4).

Event description:
It was reported that device interrogation revealed multiple recorded artifact events on the atrial lead resulting in inappropriate mode switching. The patient was in stable condition with no new cardiac issues. No intervention was performed at this time; the patient would continue to be monitored.